Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. The customer resumed insulin therapy. . There was no adverse impact to customer¿s blood glucose level.